Event description:
It was reported the tip of this catheter detached in the pt's kidney during placement. A nephroscope was used to retrieve the detached tip without incident. No patient complications ensued from above event. The catheter was returned in two pieces, evaluated and retained by this manufacturer. The tip of the catheter had broken off at the location of the bond. An insufficient bond of the tip to the extrusion was noted.